Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Territory manager (tm) called ms&s to ask what would cause bleed back in a powerpicc solo. The tm stated she did not know if the powerpicc solo flushed well and or had blood return. Ms&s informed the tm that if dual lumen is present there could be communication between lumens. Informed that increase chest pressure or malposition is known to open calves. Informed that the powerpicc solo may not have been flushed. Suggested that a chest x-ray or dye study would assist with determining why the blood bleedback is happening. Ms&s informed that the chest x-ray would determine tip location as well.